Manufacturer narrative:
05/29/24 repair tech: dts 000 evaluated, meets specifications; contact customer replaced damaged/worn components and recalibrated unit to factory specs. Qa-tl ***could not duplicate the complaint no water and handpiece getting hot, unit works as it should*** ***ran the unit for 20 minutes with both knobs on full power and got water and handpiece didn't get hot*** ***make sure only 25k dentsply sirona inserts are being used with this unit, any other brand can cause issues and 30k won't work with this unit*** ***if you're still having problems and using the right inserts check your inserts for any clogging or damage.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron bobcat pro g130 they allege that they have no water and the handpiece is getting hot, no injury resulted.